Manufacturer narrative:
Concomitant products: cordis 9fr sheath, model and lot numbers unknown. (B)(4).

Event description:
It was reported that a (B)(6) patient underwent an ablation procedure for premature ventricular contractions (pvcs)/idiopathic ventricular tachycardia (idvt) with a soundstar eco catheter and suffered a cardiac tamponade requiring pericardiocentesis. Toward the end of the case, while manipulating the soundstar catheter in the right ventricle, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded an unknown amount of fluid. Patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of this adverse event. Patient fully recovered and was discharged the following day. There were no factors cited that may have contributed to the adverse event. The physician believes that although some mapping and ablation had been performed, excessive movement of the soundstar catheter was the cause of the adverse event and that the ¿dynamic and forceful beating of the heart¿ caused the soundstar catheter to dislodge within the right ventricle, resulting in the tamponade. It was noted that the adverse event did not occur during ablation. No transseptal puncture was performed. Sheath used to advance the soundstar eco catheter was a cordis 9 french (11cm). Generator parameters included: power control mode at 30 watts and temperature at 41 degrees celsius. Ablation times were not cited, as the adverse event reportedly did not occur during ablation and the site of injury was not involved in ablation. Irrigated catheter flow settings were not reported. Patient received anticoagulant during the procedure with activated clotting times maintained between 250-300 seconds. There is no information regarding spi values or zeroing of the catheter. There were no error messages observed on any bwi equipment during the procedure.

Manufacturer narrative:
On 9/19/2016, biosense webster performed a DHR review for this device: the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).